Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on stomach during a laparoscopic heller myotomy, the first two devices were difficult to toggle, while on the third device, the needle fell into the patient cavity. They used grasper to retrieve the needle. Another device was used to complete the case. There was no patient injury.